Event description:
While using contour curved cutter stapler, the handle broke. Ethicon representative called to the room. No patient injury or adverse outcome. No documentation of device failure in surgeon's operative note.